Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The event log contained no evidence or reported error. Service replaced the motor as a precaution. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd prizm vip pump has error code 10032. No reported adverse effects.